Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission experiencing high impedance on the right ventricular lead. An insulation breach was suspected. The device was reprogrammed at the time and lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.